Manufacturer narrative:
Information was forwarded from the owner establishement zimmer (B) (4), which markets the devices in the (B) (4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Currently the cause for this specific clinical event cannot be ascertained from the information provided. As soon as additional information becomes available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B) (4).

Event description:
It is reported that the patient underwent a revision surgery due to a pseudo tumor after metal on metal total hip prosthesis.